Event description:
Device 1 of 2: reference MFR report: 1627487-2014-26838. The pt reports she experienced uncomfortable pocket heating while recharging. She reports the heating has become uncomfortable to the point she had to stop charging. A replacement model 3722 charging system was sent to the pt and the issue is resolved. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.